Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted between stomach and jejunum to treat a duodenal obstruction during a endoscopic ultrasound (eus) gastrointestinal anastomosis procedure performed on (B)(6) 2025. During the procedure, the stent suddenly fell off. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastrointestinal anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and jejunum.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h11: the device was not received for analysis. However, the documentation provided includes pictures where the stent can be observed fully expanded and deployed. The investigation concluded that the reported event of stent premature deployment was not confirmed. Based on the available information and without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, the most probable root cause of the reported event is cause not established. A labeling review was performed, and from the information available, the device was used in a manner inconsistent with the instructions for use/product label. It was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastrointestinal anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted between stomach and jejunum to treat a duodenal obstruction during a endoscopic ultrasound (eus) gastrointestinal anastomosis procedure performed on (B)(6) 2025. During the procedure, the stent suddenly fell off. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastrointestinal anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and jejunum.